Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Reporting institution phone and reporter phone: (B)(6).

Event description:
It was reported the device had a power up problem. There was no patient involvement.

Manufacturer narrative:
Remote support was provided, the device was experiencing a boot-up/power-up problem. Findings reveal there were no issues with the device, the device was functioning as intended with no faults. The boot-up/power-up problem was an inadvertent entry made by the rse, the customer called only for assistance on how to modify the time. There is no reported malfunction. No repairs, no replacement parts, the device remains at the customer site.